Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery failure and became inoperable during patient infusion of a vasopressor. The patient was being treated for hypotension and intervention was required to prevent harm to the patient. A resuscitation call was made and the patient was transferred to the intensive care unit (ICU); another pump was fetched to deliver the drug. No additional information is available.